Event description:
It was reported the patient¿s device was over-discharge about one month prior to report. It was noted a physician mode reset (pmr) was performed on (B)(6) 2014 and on the day of the call the manufacturer representative was meeting with the patient to clear the power on reset (por). It was noted the por was able to be cleared and impedance were checked and within normal limits. Additional information received reported the patient left their appointment knowing that the stimulation was off. It was reported the patient will follow up with their manufacturer representative if more reprogramming is needed. It was noted all systems were functioning as necessary after the appointment. Additional information received reported that the patient did not have an overdischarge. A manufacturer representative reportedly went through resetting a power on reset (por) to be sure there were no problems with the patient¿s battery in case they may have been causing symptoms. It was then reported that there were no problems noted with a battery and the patient's system was functioning correctly.

Manufacturer narrative:
Concomitant product: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).